Event description:
Information received indicates the hi/low drive brake is drifting.

Manufacturer narrative:
The technician found the hi/low drive brake assembly was worn. He replaced the brake assembly to repair the bed.